Event description:
It was reported the patient lost therapy due to not charging the ipg as recommended. The patient has not recharged or used the ipg in months. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on details obtained, the device was electively replaced since the patient preferred a non rechargeable ipg. Hence, this event no longer meets the reportability.

Event description:
Additional information received indicated that a manufacturer representative had met with the patient and the patient was still charging their ipg. Reportedly, the patient still had stimulation prior to the replacement procedure.